Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis

Event description:
Clinical study. It was reported that during a coronary artery stenting procedure, balloon withdrawal resistance was noted. The index procedure treated the de novo, 95% stenosed and calcified 2.7x10mm target lesion located in the proximal left anterior descending (lad). Treatment consisted of pre-dilation with a maverick 2.5x15mm balloon and the placement of a 2.75x16mm taxus liberte drug eluting stent deployed at 10 atm's for 30 seconds, resulting in 0% residual stenosis. The target vessel was not tortuous but balloon withdrawal resistance was noted during the procedure. It was reported that the balloon was removed by "manually pulling with guide slipping into vessel". The patient was discharged 1 day post procedure on aspirin and clopidogrel. No patient complications were reported.